Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6). Product type programmer, patient product ID 97745bp serial# (B)(6). Product type accessory product ID 97745, serial# (B)(6). Product type programmer, patient product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there were no issues found when testing the rtm. The insulation was also pulling out of the rtm donut and the device was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller reported the controller worked perfectly for the first month and half when it was replaced and after that they have to reset it intermittently and for the last 2-3 weeks the screen goes white and causing it reset the controller twice a day. Caller stated there is a hair line crack on the side of the controller. Caller reported because they have to reset the controller so often the pull tab on the bp case broke off and its hard to reset the controller now. An email was sent to the repair department to replace the controller and battery pack device. Patient rep called back on 2022-01-21 saying they got the new equipment, but when trying to set up the controller, the screen wouldn't respond to their touch. Caller said the controller externally looked ok but then touchscreen wouldn't work. Caller also said controller didn't come with a battery cover. Pss sent replacement controller request to repair. Pss reviewed large battery cover to fit over m995402a battery pack are on backorder and will be sent to the pt when they come in. On 2022-01-27, it was reported that the pt received the controller and the li battery but now were having issues with recharging the ins battery. Pt is not able to charge above 60% and is losing connection, and they reported they can feel the recharger cord getting warmer during recharge and making a loud clicking noise which they stated sounds different from before. A replacement was sent out.